Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive on the male external catheter seemed to be too strong and the patient allegedly was unable to remove the catheter without it causing pain. Complainant reportedly tried using wet, warm wash cloth but the adhesive still stuck. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the male external catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the adhesive on the male external catheter seemed to be too strong and the patient allegedly was unable to remove the catheter without it causing pain. Complainant reportedly tried using wet, warm wash cloth but the adhesive still stuck. No medical intervention was required.